Event description:
This rv lead was implanted on (B)(6) 1995 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that this lead had noise. The physician was dr.(B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).